Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting the error code 110a (proximal pressure sensor autozero failed) on v60 ventilator. The device was not in clinical use. This issue was identified during a device evaluation. There was no report of harm. The asp evaluated the device and diagnosed the data acquisition (da) board fault according to the philips v60 service manual. The asp replaced the da pcba, then confirmed the device was returned to full functionality prior to returning it to service.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).